Event description:
Reportedly, the labels were different between three pacemaker boxes, as the product name was not always printed at the same size.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the labels were different between three pacemaker boxes, as the product name was not always printed at the same size.

Manufacturer narrative:
Review of the device history records confirmed that the devices were packaged in accordance with all applicable procedures. The size of the product name was found different between these 3 pacemakers boxes. The root cause of the subject issue is due to a printing variability, the size is different between the template field and the image used for that field. In this case, the logo used is the same for two different fields but does not have the same field dimensions, creating this size mismatch. It should be noted that there is no patient safety risk associated to this non-conformance. The investigation results are retained and utilized for trending purposes.